Event description:
It was reported to boston scientific corporation that a captiflex oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the device failed to transmit current inside the patient's colon. It was reported that the cautery pin was not loose or detached, and no visible damage to the device was noted. The procedure was completed with another captiflex oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The reported event: device failed to transmit current. The complainant indicated that the device will not be returned for evaluation; therefore an analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.